Event description:
It was reported via phone call that customer received excessive no delivery and alarm and motor error alarm. No delivery was resolved with set change. Customer was taken to the emergency room on (B)(6), 2015 with blood glucose of 780 mg/dl. Customer was hospitalized due to hyperglycemia. Customer had symptoms of dry mouth, fatigue and weakness. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.